Event description:
It was reported that the device's paddle was scorched. The event occurred during clinical use, but there was reportedly no adverse event.

Event description:
It was reported that the device's paddle was scorched. The manufacturer's authorized field service engineer (fse) evaluated the device and confirmed the reported problem. Upon conclusion of the evaluation, it was determined that this was a malfunction of the paddle, which was replaced, and the device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time.

Manufacturer narrative:
Updated codes and office contact.